Event description:
It was reported that there was elevated oversensing within one week of implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The grommet was damaged. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=210.5 counts avg/day, in 6.73 days, between (B)(6) 2011 21:56:03 and (B)(6) 2011 09:00:04.

Event description:
It was reported that there was elevated oversensing within one week of implant. The device was explanted and replaced. It was further reported that there were sensing difficulties, rapid non-sustained ventricular tachycardia (nsvt) episodes, noise, myopotential oversensing and short v-v intervals. It was also reported that the patient experienced pain. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=210.5 counts avg/day, in 6.73 days, between (B)(6) 2011 21:56:03 and (B)(6) 2011 09:00:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=210.5 counts avg/day, in 6.73 days, between (B)(6) 2011 21:56:03 and (B)(6) 2011 09:00:04.